Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was starting to vibrate, alarm and then lost power. It was reported that the 'no power' issue remained unresolved post battery change. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: the battery compartment was cracked in two places, however the battery cap was able to fit securely. There was evidence of moisture corrosion found on the battery cap and in the battery compartment. Leak testing revealed a leak at the battery compartment crack. The pump was unable to power on due to the moisture damage. The complaint of no power was duplicated on investigation. The pump cover was removed and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.